Manufacturer narrative:
Product event summary: the controller and two batteries ((B)(4)) were not returned for analysis. Log file analysis revealed a controller power up and motor start event on may 26, 2018 at 21:01:52. The data point prior to the controller power up event, logged at 20:47:52, revealed that (B)(4) was connected to power port 1 with 71% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 34% rsoc. The data point after the controller power up event, logged at 21:02:29, revealed that (B)(4) was connected to power port 1 and ac adapter was connected to power port 2. The controller was without power for 9 seconds. As a result, the reported loss of power was confirmed. The most likely root cause of reported event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. There is an internal investigation to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other relevant device(s) are: battery / (B)(4)/ model #1650 / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4)/ model #1650 / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-08-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was getting ready for bed on (B)(6) 2018, the patient was connected to two batteries. The patient disconnected the battery from port two to replace with an ac adapter. At the time the controller was still connected to a battery, the controller screen went blank and the patient heard a short continuous tone alarm followed by the alarm stopping and the red light on the controller lighting up and the controller returning to normal function. It was further reported the patient experienced a loss of power to the controller and a pump stop. The batteries were discarded by the customer and the controller remains with the costumer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller was not returned for evaluation. Two (2) batteries were returned for evaluation. Various a analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed a controller power up event on (B)(6) 2018 at 21:01:52. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 34% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and an active ac adapter was connected to power port two (2). The controller was without power for nine (9) seconds. Loss of power to the controller will trigger the display to become dark and show no parameters and will result in a continuous audible alarm, which corresponds with the "continuous tone alarm" heard. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported loss of power was confirmed. Additionally, log file analysis revealed a critical battery alarm due to a communication error on (B)(6) 2018, which corresponds with the reported ¿high priority alarm¿ reported. As a result, the reported ¿high priority alarm¿ was confirmed. The most likely root cause of the critical battery alarm observed in the log files can be attributed to a communication error between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional devices: (b)(4, battery h6: method code(s): FDA 10 (B)(4), battery h6: method code(s): FDA 10 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.